Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that first set of epicardial pacing leads exhibited high impedance and thresholds. The right atrial (ra) lead was explanted and replaced and the rv lead was capped and replaced. It was further reported that the replacement rv lead also exhibited high impedance and thresholds. The replacement rv lead was explanted and replaced. No patient complications have been reported as a result of this event.